Event description:
It was reported that a reset alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Although multiple follow up attempts were made no additional information could be gathered regarding the issue.